Manufacturer narrative:
Concomitant products: previously documented 2 model 1105, scs anchors and now determined htere were 4 anchors present. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where the scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient is implanted with a scs system that includes two leads from same lot. The patient reports she is experiencing ineffective stimulation and unintended stimulation in the non- targeted pain areas. She states the stimulation became ineffective during 2014 (exact date unknown). The patient is requesting an explant and declined troubleshooting. Surgical intervention may be pending to address this issue.